Event description:
Customer reported scratches and cracks on the screen of the insulin pump. Customer stated that he hit the door which may have contributed to the damage. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with deep scratched display window, cracked case at display window corners, cracked reservoir tube lip.